Event description:
Boston scientific received information that this patient was admitted to the hospital where they were informed by an unknown individual that something was wrong with their device. Additional information was requested from a company representative, but they did not know anything further regarding the incident. The patient advocate was informed to consult the patient's physician about the matter. For now, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.